Event description:
Specialty pharmacy: recent operations system upgrade to the dispensing software now allows for improved functionality with barcode scanning and the requirement to scan each package. It also requires barcode scanning at the fill station and the pharmacist verification station. This is still a new technology for the pharmacy and the leadership is working to optimize the process and monitor statistics including staff compliance rates. Over the counter items are often bypassed because they are not in the system, or the barcode is not recognized. Circumstances or events have capacity to cause error. (B)(6).